Event description:
Per the clinic, the patient developed retroauricular seroma and infection at implant site. The patient was initially treated with oral antibiotics (specific date and duration not reported) and cortisteroid (specific date, type and duration not reported). The condition subsequently recurred, and the patient underwent skin revision surgery (specific date not reported) during which musculo-cutaneous flap was performed in an attempt to remove infected tissue; however, the issue could not be resolved. The patient later experienced extrusion of receiver-stimulator due to skin necrosis and subdermal tissue (specific date not reported). Subsequently, the device was explanted on (B)(6) 2025 under general anesthesia. It is unknown if there are plans to reimplant the patient as of the date of this report.